Event description:
It was reported that the user experienced hyperglycemia of unclear cause while using the ilet with subcutaneous insulin delivered by pen, with troubleshooting and education completed and a high glucose value of 401 noted. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included no reported hospitalization or long-term impairment. Investigation included review of available event details and device-use context. Investigation of this case revealed no confirmed device malfunction or component failure and no identifiable contributing factor based on the information provided. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.